Event description:
Caller reports that during a correlation study the following inform system results were obtained within 10 minutes: 68 mg/dl (inform system 6) and 123 mg/dl (inform system 2); 67 mg/dl (inform system 6) and 108 mg/dl (inform system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Addendum received 10/22/2010: when the device was received it was separated in two at 21cm from strain and had bends throughout. The qualrap confirmed this happened during the procedure.